Manufacturer narrative:
The manufacturer had previously reported that a ventilators sensor board was replaced to address a test failure.  There was no report of patient harm or injury. Additional review of the device and testing indicates the device powered on and operated as it should during testing.  There were no other errors logged in the device's event log that would indicate a malfunction of the device caused the errors. The sensors are monitored by the trilogy host cpu software every 10msec to assess drift to compensate and determine if a sensor is railed which would generate an error or alarm condition if outside specifications that may affect patient therapy or safety.  There was no failure of the device to deliver the prescribed therapy.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.